Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading a cartridge and a cartridge was observed to be leaking from the bottom. Customer changed the cartridge out and insulin delivery was resumed. Customer could not recall blood glucose level; however, reported it was within range.